Event description:
Customer reported the monitor is flickering and a loud noise coming from the tube area. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube. System operates as intended. This MDR is related to ge healthcare complaint number.